Event description:
The customer returned the ultrasound gastrovideoscope which is an olympus asset with no reported complaint. During the evaluation of the device, missing thixotropic adhesive on forceps cover was observed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the malfunction could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.